Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the patient experienced increasing impedances and open circuits on 14 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 14, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6)2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 3, 2023.